Event description:
On (B)(4) 2013, we have been informed about two burns on a pt. An anal exam / fistulotomy procedure was performed at an unk hospital. A bovie generator and an unsplit dispersive electrode (model megadyne 0850c) were used. The pt was prone with feet in stirrups and was positioned prior to the pad placement. The initial report stated that the pt was very hairy and was not shaved prior to procedure. Reviewing photos showing the involved product after the procedure we assume that the burn must be two 3rd degree burns. The photos also confirm that the pt was not shaven. The burns were about 1 cm in diameter on lateral and anterior side. It was also stated in the initial report:" (...) The bovie was fired twice and the pad had to (be) smoothed down clearly not adhered to the pt. Settings were 35 both cut and coag and debride 20 both cut and coag. Facility does not want to send back product." No info about the pt, the precise placement site of the electrode, the orientation of the burn, how the skin was prepared and the generator model has been received by us despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be determined. The info provided in the initial report and the photos of the electrode indicate the IFU has not been followed: the application site had not been shaved. The IFU states explicitly "remove hair from the chosen skin area (...). Be aware that failure to remove hair may lead to skin burns." We therefore conclude that a user error caused or contributed to the event. As no further info has been provided to us despite of repeated requests, no further conclusion can be drawn.